Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported tampon came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces. She experienced fever, infection, odor, discharge, and pain. She sought medical attention and was diagnosed with vaginal bleeding.